Manufacturer narrative:
One smiths medical portex endotracheal tube was returned for analysis in a used condition. The returned device was visually inspected under normal conditions of illumination and no discrepancies were found. During functional testing, the cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage and leak was observed coming out from the seal of the cuff. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing. Additional contact: (B)(6).

Event description:
Information was received indicating that after intubating a smiths medical portex endotracheal tube in the patient, the customer noticed air pressure of the cuff was significantly going down. When checked, air leak was noted at the part where the cuff and the inflation line were bonded. No patient consequences were reported. No adverse effects were reported.